Event description:
A durable medical equipment supplier (dme) notified the manufacturer of a heated humidifier failure. The failure was associated with a complaint that the device leaked water, exhibited a burnt plastic odor and had thermal damage to its lower housing assembly. The customer who returned the device to the dme alleged no harm or injury associated with the device or the problems reported. The device was returned to the manufacturer for evaluation and the customer's observations were confirmed. The device was also found to be inoperative. An external examination of the device revealed a white residue on the device's lower housing, this contamination had the appearance of non-distilled water evaporate. A thermal event related void (approximately 2mm x 5mm) was also observed in the lower housing of the device. An internal examination of the device revealed evidence of fluid ingress (residue) similar to that found on the external surfaces of the device. The device's printed circuit assembly (pca) was also affected by this fluid ingress; areas of the pca contaminated with the tap water evaporate also exhibited corrosion. The corrosion involved the printed circuit board surface and coating, electrical circuit traces, and component solder connections and connectors. Both top and bottom surface of the pca were affected in a similar manner. The path for the water ingress could not be conclusively determined by the manufacturer but the residue pattern (similar to a water level mark) indicates the device's electronics areas were flooded (through vents in the device's lower housing) with sufficient water to cover both parts of the device's circuit board. Although the cause(s) and path of the fluid ingress could not be determined through evaluation of the device and interview of the complainant; the product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device, should it inadvertently occur (m series user manual heated humidifier, version 01, part number 1040469, page 4, section: warnings and cautions). The manufacturer concludes the water ingress and subsequent product failure were caused and or contributed to by a failure of the product user to apply the manufacturer's care and handling instructions when using the device. Product labeling also instructs the user to use only distilled water in the humidifier tank (m series user manual heated humidifier. The presence of the mineral deposits within the device's housing indicates that tap or other sourced non-distilled water were used with the device repeatedly, contrary to product labeling, and subsequently contributed to the product failure. Assessment of the potential risk associated with a patient inhaling fumes from the device's electronics compartment, in the event of an electrical failure that produced fumes, included an evaluation of the device's isolated air path. The air path was not found to be compromised by the thermal event, and it was concluded to have been effective in mitigating any risk to the product user. Evaluation of the risk to users associated with fire hazard included an assessment of the effectiveness in the device's design in mitigating this hazard. The device's housing, made of non-flammable materials conforming to standards, and was concluded to have been effective in containing and resisting any substantial thermal involvement associated with the device's pca failure. The humidifier's intended use is for humidification of continuous positive airway pressure (CPAP) therapy. The loss of humidification may result in discomfort (dryness to throat) to the patient, but does not represent a significant risk of harm to the intended user.

Manufacturer narrative:
Complaint records for the affected device were reviewed to determine if the issue identified in this report had previously occurred and resulted in an adverse event. The complaint records reviewed were recorded from early 2006 (the date the affected device was released for distribution) to december 31, 2008. The review determined that no reports or allegations of adverse events associated with this issue had been previously reported. Based on their investigation and these findings, the manufacturer concludes that no further action is appropriate.